Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that during an angioplasty procedure in the superior vena cava, the pta balloon allegedly ruptured and experienced a break. It was further reported that a portion of the device did not deflate and could not be retracted through the sheath. A needle stick was used to deflate the device percutaneously. The device and sheath were then removed together as one unit. The balloon allegedly detached from the catheter shaft after removal from the patient. No further treatment was needed. There were no further complications to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the balloon of the device was returned for evaluation. The catheter and hub were not returned. A visual inspection found that the balloon had fully detached from the device. Therefore, the investigation is confirmed for the reported balloon detachment. A visual inspection also found that the balloon appeared to be inverted, indicating retraction issues. Therefore, the investigation is confirmed for the reported retraction issues. However, the investigation is inconclusive for the reported balloon rupture, as the balloon was returned detached. No obvious signs of balloon rupture were noted to the detached balloon. The investigation is also inconclusive for the reported break and the reported deflation issue, as only the balloon was returned and no functional testing could be performed due to the condition of the device. Per the reported event details, it is likely that the reported rupture and break led to the reported deflation issue. It is also likely that the reported deflation issue led to issues retracting the balloon through the sheath. Consequently, the retraction issues likely caused the balloon detachment from the device. However, the definite root cause for the reported rupture, detachment, retraction issues, break, or deflation issue could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 12/2021). (Trending device codes: 1546 - material rupture, 2907 - detachment of device or device component).

Event description:
It was reported that during an angioplasty procedure in the superior vena cava, the pta balloon allegedly ruptured and experienced a break. It was further reported that a portion of the device did not deflate and could not be retracted through the sheath. A needle stick was used to deflate the device percutaneously. The device and sheath were then removed together as one unit. The balloon allegedly detached from the catheter shaft after removal from the patient. No further treatment was needed. There were no further complications to the patient.